Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs. The device appears to be intact, labeled left side. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."

Event description:
Device was explanted.

Event description:
Physician reported " capsular contracture - baker grade IV, pain and progressive deformity of the breast". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, voids in the gel and wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
[Explant date] : (B)(6) 2021. Explant date in the future, not explanted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade IV, pain and progressive deformity of the breast".

Event description:
Physician reported " capsular contracture - baker grade IV, pain and progressive deformity of the breast". Device remains implanted. This relates to the left side.